Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the clinical observation cannot be confirmed and root cause remains indeterminable. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a second device, a 29mm transcatheter bioprosthetic valve, was implanted in the mitral position using a valve-in-valve intervention. The implant duration of the original device at the time of the procedure was 9 (nine) years and 3 (three) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Without return of the device or additional information the clinical observation cannot be confirmed and root cause is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. If additional information is received a supplemental MDR will be submitted. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.